Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was 100% stenosed and located in the circumflex (cx) artery. The reference vessel diameter was 2.7mm and the lesion length was 15mm. No attempt was made for direct stenting. A 2.75x16mm liberte stent was implanted. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. Target lesion 2 was 60% stenosed and located in the "other" artery with a 3mm reference vessel diameter and a 26mm target lesion length. No attempt made for direct stenting. A 3.00x28mm liberte stent was implanted. Residual stenosis was 0%. The procedure was documented as a technical success. The patient was discharged three days after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device was not returned for analysis.